Event description:
The ge oec 9900 fluoroscopy system displayed intermittently, interlock failure on boot-up. Cycling power would allow the system to complete proper boot sequence.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated malfunction to a pinched wire in the mainframe "doghouse" control panel. The wire was repaired to restore functionality. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.